Event description:
It was reported that "during incoming inspection found contamination on package."

Manufacturer narrative:
An evaluation was performed on (B)(4) 2014. Received were nine unused i.d. 7.0mm, catalog number: 61110070 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per (B)(4) specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 7.0 mm and work order (B)(4). The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: three units were confirmed for foreign substance in package; two units showed no signs of hair in package, where as one unit was confirmed for hair in packaging; two units were confirmed for stain on product and one unit confirmed for improper product indication. Review of the assembly record did not reveal any signs of associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that seven out of nine units returned were not meeting our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.